Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient expired approx. 4 days post-operation. Based on the information provided by the health-care provider, this patient presented with significant coronary artery disease and critical aortic stenosis. She underwent aortic valve replacement (avr) with the edwards bioprosthetic valve, coronary artery bypass grafting x2 with aortisaphenous vein to right coronary artery, left internal mammary artery to lad and closure of left atrial appendage. She was noted initially having an excellent post-operative course. She had started ambulating in the hallways and feeling well. On the morning of (B)(6) 2011, she developed acute onset severe respiratory distress progressing to respiratory failure, cardiac arrest and could not be resuscitated. No other details were provided. Additionally, there have not been any allegations that the edwards device caused or contributed to the patient's death.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis; it is unknown if the device was explanted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.